Event description:
Pt (6 yo) dependent on tpn. Receiving treatment at home. Filter connection (luer connection) to extension tubing did not fit properly by causing a leak. (Several days in a row). Resolved when a different lot # of filters sent/used. Unfortunately pt did not record lot # of defective filters.